Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a large cyst from wearing the lifevest. The lifevest was reportedly too tight and also made it hard to breathe. The patient had to have surgery to remove the cyst. Follow up indicated that the cyst healed after having surgery and not wearing the lifevest.